Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. Technical services (ts) was consulted to review device data. Ts reviewed the device data and confirmed there was inappropriate shock therapy due to a change in morphology and double-counting. Ts discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.